Event description:
Device 1 of 2. Ref MFR report #1627487-2014-01163. It was reported surgical intervention was undertaken approximately 6 months ago to replace the ipg with a competitor's system due to intermittent stimulation. The sjm representative believed the lead (device 2) was still implanted. It was further reported a lead revision may be undertaken at a future date because the system is not working properly.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.